Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. H3: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic sleeve gastrectomy procedure, the device locked on tissue. The stapler had deployed all the staples the surgeon was trying to open the jaws up. The surgeon tried to pry open the jaws of the device using a grasper to resolve the issue and was able to pulled back the knife blade to prevent permanent impairment. A reinforcement material was used in conjunction with the stapling device. The patient is alive and with no injury.